Event description:
In february 2006 the lay-user/reported contacted lifescan alleging that the patient's one touch surestep meter was reading inaccurately erratic. The medical affairs specialist spoke to the reporter in february 2006 to obtain/verify information. On an unknown date in december 2005, the patient developed symptoms of "sweating." The reporter indicated that at that time, the patient was getting erratic readings that she could not recall. The patient's doctor advised him to come in the next day. The patient did not take any action after getting his erratic meter readings. The following day, the patient still had symptoms and was admitted to the hospital for 1 week. The reporter does not recall what treatment(s) the patient was given during his hospitalization or what his blood glucose levels were. After being discharged, the doctor adjusted the patient's insulin regimen but the reporter could not remember if the regimen was increased or decreased. Instead of calling lifescan for assistance with meter, the patient bought a different blood glucose meter. The patient used the new meter up until february 2006 when the reporter called lifescan to report the inaccuracy issue with the patient's once touch surestep meter as he would prefer to use the one touch device. The customer care advocate (cca) verified that the patient had been testing his blood glucose correctly using the meter. His test strips were in good condition and the meter was coded properly. The patient did not have control solution during the call with the cca. The meter, test strips, and control solution were replaced. This complaint is being reported since the patient claimed to have been getting inaccurate readings on his meter, developed symptoms, and was hospitalized.